Event description:
The patient reported that the 'up' and 'down' buttons on the keypad have not been working.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be peeling from the pump. The keypad was found to be intermittently responding to button presses. Contamination was observed under the button contacts.